Event description:
It was reported that a revision surgery was performed due to joint instability. Insert was replaced. Other implants remained. No delay or additional injuries reported.

Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that no relevant clinical medical information was provided to conduct a thorough medical assessment. Without the actual device involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.